Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and another unknown medication via an implanted pump for spinal pain indications. The patient's myptm app version was 2.0.1700. It was reported that the patient¿s doctor told them to call medtronic because when they try to use their pump, to connect for a bolus, it takes 'quite a long time' to get from 90% to getting it done (finishing the connection). The patient was told by their doctor that other patients had a similar problem, and they just called to get a new device, and it had been working fine since then. They were calling to see what they needed to do. When the agent inquired event date, the patient stated, 'ever since I got it,' then stated, 'the first day that I got it,' and did not provide further information. Agent assisted the patient in removing the data from the myptm app. Prior to data clear, the patient's data was 1.082 b. The patient agreed to monitor and would call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.